Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the patient was complaining of ¿tension¿ and pain when getting up from a chair. It was noted the patient was on antibiotics for a possibly urinary tract infection. The patient decreased their stimulation. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported the patient had a headache and burning sensation at the incision site earlier on (B)(6), but they felt ok after decreasing stimulation. Additional information from the consumer on (B)(6) reported the patient had pain due to the stimulation being too high on (B)(6). The patient decreased stimulation to a comfortable level. Additional information from the consumer on (B)(6) reported the patient was meeting (B)(6) improvement. It was noted the consumer did not think they had found the right setting yet and that the patient started out well and then went downhill. Additional information from the consumer on (B)(6) reported they were not happy with the results, sometimes the patient went too much and at the time of the call the patient had a hard time voiding and had to push. Additional information from the consumer on (B)(6) reported that stimulation sometimes was a little too intense. The consumer reported they had to lower stimulation. The consumer was hoping they could find the right setting to help the patient. It was noted the patient was blind and had fallen several times. The consumer stated the patient may have the implant done because the patient was able to sleep longer and was waking up in the middle of the night to use the bathroom as much. There were no further complications that have been reported as a result of this event.